Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s nurse reported via phone call that he customer was in intensive care unit due to high blood glucose on (B)(6) 2019. Customer¿s high blood glucose value was 600 mg/dl. Customer¿s blood glucose value was 793 mg/dl at the time of incident. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Customer does not allege pump was under delivering. The device will not return for the analysis.